Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose. The customer reported that the insulin pump shut off completely. The customer's blood glucose was over 600 mg/dl and at the time of incident it was 300-400 mg/dl, current blood glucose is 451 mg/dl. It also reported that the insulin pump received failed battery alarm and unexpected restart alarm. The customer treated high blood glucose with insulin pump. The customer was neither hospitalized nor admitted for high blood glucose. Based on customer report customer alleged the insulin pump was under delivering the insulin. The insulin pump will be returned for analysis.